Manufacturer narrative:
Findings: reliability analysis evaluated 2 opened/used reservoirs. Inspected reservoirs, snap-cap, and for anomalies. None were found. Ran occlusion test as follows reservoir filled with diluent and connected to a new infusion set. Installed reservoirs and connector into a pump performed pump manual prime. Saw fluid flow through infusion set and out catheter tip. Conclusion was that the reservoirs were not occluded. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 496 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that their insulin pump was not working correctly. It is unknown what may have caused the customer's high blood glucose levels. The customer declined troubleshooting but was sent a replacement insulin pump.